Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7076054. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7071036/7071471.

Event description:
It was reported that the patient's leads had migrated and the patient was experiencing stimulation on non target areas. The patients four linear leads were replaced with two paddle leads. The patient was doing well postoperatively. The explanted leads were discarded.